Manufacturer narrative:
(B)(4). Approximate age of device - 15 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2018 that the patient had a history of recurrent gastrointestinal (gi) bleeds; therefore the lvad team is running the inr closer to 1.8-2.5. The date of onset of the gi bleed was not reported so is thereby estimated. Additional information was requested but was not provided.

Manufacturer narrative:
Date of event reported as (B)(6) 2017. A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient first experienced a gi bleed on (B)(6) 2017. Patient was experiencing melena, dizziness and fatigue, hemoglobin (hgb) dropped greater than 1 gm in a week. Treatment was reported as transfusions, no pump speed changes were made, and the current goal inr goal is 1.9-2.5. Esophagogastroduodenoscopy (egd) was performed with negative results.